Event description:
While the rn was discontinuing the device, the patient felt a snap and stated: "it feels like something is still in me." The end of the device was noted to be jagged. The rn did not feel unusual resistance while discontinuing the device. The md was contacted and examined the patient. The patient was returned to surgery for wound exploration and removal of the remnants of the device. The patient was discharged home in good condition.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.